Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and it was confirmed through fluoroscopy. Additional information states that the lead was fractured at the proximal end in loop around the device in the pocket. This lead was surgically abandoned and was successfully replaced thereafter. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.